Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mmol/l with trace ketone levels; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room and treated with intravenous saline and insulin fluids. Customer was released from the emergency room on november 24th, 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.